Event description:
A revision surgery has taken place involving a plus orthopedics implant. The patient came in for a check up after having feelings of instability with her revision knee. Radiographs of the knee reportedly showed a broke clip in the anterior aspect of the tibial (insert) component. As such the surgeon felt an exchange was required. During the revision surgery it was determined that the femoral component's polyethylene sleeve showed erosion and there was an anterior defect (damage, possibly from joint hyperextension) on the metal rod so the femoral component was replaced.